Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pace impedance measurements from 625 ohms to 1250 ohms, as well as a sharp decrease in rv amplitude on the same day from 25 mv to 13 mv. All lead measurements were within range, and there was no evidence of noise. It was noted that the patient was in the hospital for other reasons. Review of remote monitoring data revealed unsuccessful right ventricular automatic threshold (rvat) tests since may, with loss of capture (loc) in the post reverse mode switch in the most recent rythmiq episode. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported.